Event description:
It was reported on (B)(6) 2022, an open reduction internal fixation (orif) of an elbow using 4 cannulated screw occurred. One screw broke and went through the cortex distal femur. The broken fragments retained from the patient body. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This is report 1 of 1 for (B)(4). This report is for an unknown cannulated screw. This complaint involves an unknown number of devices.

Manufacturer narrative:
Additional narrative: this report is for an unknown cannulated screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.